Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their lead came loose in the past and they didn't think it was programmed properly. The lead remains in use. No patient complications have been reported as a result of this event.